Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for sn(B)(6) was performed from 08/26/2019 to 8/20/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported the 8300 etc02 module had failed preventative maintenance, where the gas verification was not able to be completed. In service, upon visual inspection, the service technician noted that they replaced ferrite cable for error 571.6210.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from 08/26/2019 to 8/20/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported the 8300 etc02 module had failed preventative maintenance, where the gas verification was not able to be completed. In service, upon visual inspection, the service technician noted that they replaced ferrite cable for error 571.6210.